Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of helium loss alarms is confirmed based on the pictures provided with the complaint report; however, the issue was not able to be replicated during functional testing. The root cause of the complaint could not be determined. No issues were noted with the iab bladder membrane during functional testing. The iab bladder passed functional testing. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required. Other remarks: for related complaint entries see MDR #1219856-2017-00291 and (B)(4). Also see MDR #1219856-2017-00292 and (B)(4).

Event description:
It was reported the rn called the clinical support specialist (css) to troubleshoot a helium loss 2 alarm that are occurring approximately every 15 minutes. Blood was not noted in the tubing or any kinks. The patient is bradycardic, very small frame. The balloon volume is set at 38cc, it came that way from the cath lab. The css explained that the balloon may have a small abrasion. The patient does not tolerate 1:2 ratio and is very pump dependent. The css stressed that they should closely monitor the tubing for blood or any increase in the frequency of alarms. The pump is otherwise achieving the goals of therapy. A follow up call from an rn in the cath lab stated a second iab was inserted into the same right femoral site. The removal and insertion was without incidence or complication. There was no reported patient death or complications reported.

Manufacturer narrative:
(B)(4). Other remarks: for related complaint entries see MDR #1219856-2017-00291 and tc (B)(4). Also see MDR #1219856-2017-00292 and tc # (B)(4).

Event description:
It was reported the rn called the clinical support specialist (css) to troubleshoot a helium loss 2 alarm that are occurring approximately every 15 minutes. Blood was not noted in the tubing or any kinks. The patient is bradycardic, very small frame. The balloon volume is set at 38cc, it came that way from the cath lab. The css explained that the balloon may have a small abrasion. The patient does not tolerate 1:2 ratio and is very pump dependent. The css stressed that they should closely monitor the tubing for blood or any increase in the frequency of alarms. The pump is otherwise achieving the goals of therapy. A follow up call from an rn in the cath lab stated a second iab was inserted into the same right femoral site. The removal and insertion was without incidence or complication. There was no reported patient death or complications reported.